Event description:
Boston scientific crm received info that the right atrial (ra) lead was explanted six days post implant due to dislodgement. A new ra lead was successfully implanted.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.